Event description:
Customer reported a past event of high blood glucose with no known cause. The highest level displayed was marked as "high," with no specific value given. To address the issue, the customer performed a corrective injection using multiple daily injections. Technical support was contacted and provided guidance on utilizing a temporary rate feature, discussed potential problems with the insulin or infusion sets, and offered to send alternative samples of a new infusion set. No bent cannulas or identified issues with the insulin, cartridges, or infusion sets were reported, and ongoing issues will be monitored with the possibility of follow-up for additional assistance.